Event description:
Hcp reported pt infection was not meningitis. Date of onset was 2003. Infection and symptoms were fever, redness, swelling, drainage, pain, pocket erosion and rigors. The primary location of the infection was the device pocket. Cultures were obtained from the device pocket and the pt's blood. Type of organism is unk. The pt was treated with both IV and oral antibiotics, and the total device system was explanted. The infection resolved. The device was explanted but not returned to the MFR for analysis.